Manufacturer narrative:
The autopulse battery was returned for evaluation. A visual examination found the battery connector badly burnt due to the reported arcing event. The reported event was confirmed and results from user handling.

Manufacturer narrative:
Zoll has not yet received the autopulse battery in complaint for investigation. A supplemental report will be filed if and when the product is returned and investigation has been completed. Since the device has not been returned to zoll as of the date of this submission, we are unable to determine the cause of the battery arcing. However, accidental contact between terminals and metal object is considered a use error. Zoll ships batteries with a protective non-conducting cap on the terminals. Also, the battery user guide (p/n 10762-001, section 5.2) includes a caution statement: "do not short the battery power leads. Electrical connection (short) between battery power leads on the connector permanently damages the battery and renders the battery inoperable".

Event description:
It was reported that the autopulse nimh battery (s/n (B)(4)) arced to a medical employee's metal button on their jacket. There was no report of injury to a person. No additional information was provided.